Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0jsnp, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot#: va0jsnp, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that upon taking impedances prior to MRI, it was found that the patient had a short on contact pairing 11/9, 11/10, and 10/9. The impedance readings were at 93-94 ohms. Environmental/external/patient factors included the patient falling. Impedance issues (short circuits): right stn: 11/9 = 95 ohms 11/10 = 101 ohms 10/9 = 101 ohms. The patient did get side effects when pressing on the wires on right side of the head by the burr hole cover. When they did this it would induce facial pulling on the left side of the face and when they would take his fingers off the wires, the pulling would go away. The diagnostics/troubleshooting done included the managing neurologist sending the patient to get an x-ray to see if a fracture could be found. Interventions/actions included decreasing the voltage on the right stn from 3.5 to 2.5 volts. The issue is reported to not yet be resolved. No further complications were reported or anticipated with this event.